Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to aseptic loosening tibia. (Right) revision njr number: (B)(4) bmi: 38 primary asa: p3- incapacitating systemic disease

Manufacturer narrative:
After review of the initial complaint. It was determined that this event and part had already been reported under 3010536692-2017-00919 . Please void the initial report.